Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that "pt called to ask if his hip was part of a recall. He received the hip in (B)(6) 1987. Revised because the poly cup totally wore out and the back part with rabbit ears, was still there. Removed all parts during revision. Dr has possession of the implant."